Manufacturer narrative:
An event of the "trifecta's degeneration" was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a trifecta (model # and serial # unknown) was implanted. On (B)(6) 2019, a valve in valve was performed using a corevalve 26. The patient is reported to be stable.